Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on one 27yrs old female patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=121.11 iu/l (> or =25.00 iu/l=positive) /repeated=< 1.2 miu/ml (< or =5.00 iu/l=negative) there was no reported impact to patient management.

Event description:
The customer observed false positive architect b-hcg results on one 27yrs old female patient. The results provided were: on (B)(6)2024, sid (B)(6), initial=121.11 iu/l (> or =25.00 iu/l=positive) /repeated=< 1.2 miu/ml (< or =5.00 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) replaced the valve, manifold kit (part number 7-77612-04) as likely cause for the issue, which resolved the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for valve, manifold kit. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect I system service manual contained adequate information for the troubleshooting, removal, replacement and verification of the valve, manifold kit. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect I serial number (B)(6), or valve, manifold kit.